Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the attempted right ventricular (rv) lead took an excessive number of turns for it to extend. The lead then exhibited high impedance when connected to the pacing cable. An excessive number of turns were also required to retract the helix and then the helix would not extend when attempting to reposition the lead. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.